Event description:
It was reported that low p waves were noted on the right atrial (ra) lead. Fluro shot confirmed the ra lead had dislodged. The physician elected to explant the ra lead and replace it with a new lead. The patient's condition remained stable.